Event description:
The patient was revised due to implant wear

Manufacturer narrative:
Examination of the returned devices by a depuy principle engineer confirms eccentric loading. Review of the provided patient x-rays confirms the observation as well, also that the cup alignment is optimal. The patient was implanted in 1997 and the devices were implanted for 15 years. Review of device history records finds no related manufacturing deviations or anomalies. A lot specific search of the complaints databases finds no other reports against the hylamer liner since its release to distribution. Additionally, research using the as400 system indicates that several other devices from the reported lot have been delivered and are considered successfully implanted as no other reports have been received. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. The investigation can draw no conclusions with the information provided. It is known the (B)(4) product code was discontinued in july of 2003 and is no longer available in the market. Based on the performed investigation, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.